Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient reported that they can no longer walk due to a recalled patella that is moving and making noise. As a result, the patient's surgeon informed them another surgery would be required on a future date. No further patient impact reported. No further information available.

Manufacturer narrative:
D10: 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm: (B)(6), 02-012-41-5040 - logic tibia traptray cem sz 5f/4t: (B)(6), 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm: (b)6), 02-010-01-0250 - logic femoral ps cem left sz 5: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.